Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly declares a resume pump alarm. Customers blood glucose was not impacted. The cause for the alarms could not be determined by tandem technical support because the alarms occurred in the past.